Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the issues could not be determined, however, it is likely that the breakage of insertion/bending section contributed to the breakage of image sensor unit cable. Since water leakage due to breakage of insertion section was also confirmed, the image sensor unit may have been broken due to water invasion. Additionally, the breakage of insertion/bending section affected complete breakage of internal light guide (lg) -bundle. Since water leakage due to breakage of insertion section was confirmed, it is probable that lubricant inside the insertion section became humid which obstructed movement of internal elements. The user may have angulated in such condition which led to breakage of lg-bundle. Both the image loss issue and the light guide breakage events may be reduced or prevented by following the instructions for use which state: " 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularitie¿. The damaged light guide bundle event may be reduced or prevented by following the instructions for use which state: ¿dangers, warnings, and cautions¿ ¿¿ do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope shaft was bent. The event was found during reprocessing. There was no report of patient harm associated with this event. During inspection of the returned device, the light guide bundle was broken, and the screen displayed no image. This MDR is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was found that the insertion tube was broken in half exposing the elements. In addition to the finds reported in the insulation test couldn¿t be performed due to a broken insertion tube. The subject device was unable to angulate due to the bending section being crushed. The control knob movement was heavy. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.